Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). During follow-up communication, the customer reported that the revolution centrifugal pump head was reinstalled and no further failures have occurred. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp did not display flow during a procedure. The customer reported that the pump did not turn and that the emergency drive was utilized. There was no report of patient injury.